Manufacturer narrative:
Initial and final MDR (B)(4). Device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the spain. It was reported that the patient faced five kinked cannula events on (B)(6) 2024 . The event occurred after 3 hours of insertion. The infusion set was in use for few hours. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.